Event description:
It was reported that the patient had device in which the insertion needle never retracted and was exposed in the applicator. The infusion set was loose or leaking. There were visible kinks, twist or damage to tubing. The operator of the device was the lay user or patient. No patient harm or no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.